Event description:
On (B)(6) 2011, pt called regarding infusion set recall. Pt reported he experienced elevated blood glucose levels. On call back on (B)(6) 2011 pt reported he had issues with a bent cannula and elevated blood glucose levels while using the infusion set. Pt stated he switched to a different type of infusion set and his blood glucose levels have returned to normal. Pt stated his blood glucose levels were running around 200 mg/dl. Pt's target blood glucose range is 80-120 mg/dl. Pt reported one time he had insulin leaking at the infusion site because of the bent cannula. Pt stated he feels like the infusion set needle would pull out easier than his previous type of infusion set. Pt reported the infusion set cannula was bent in one area. Pt inserts the infusion sets manually. Pt stated he would notice insulin leaking about 2-3 hours after insertion. Pt reported he removed the infusion site and the infusion set cannula was bent. Pt stated the bent cannula occurred only one time. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.